Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he had low blood glucose of 42 mg/dl. Customer was calling in regards to calibration errors and during troubleshooting low blood glucose was mentioned. He treated with orange. Customer was getting ready to prepare supper. Customer was advised to calibrate when blood glucose was stable and to monitor sensor. No further information reported.